Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that during insertion it was impossible to remove the spring wire guide (swg) as it unraveled. As a result, everything was removed and a new kit was opened and place w/o incident. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was fine.